Event description:
It was reported that a spectrum pump did not recognize a closed door during biomedical testing. It was reported that there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Eval was unable to reproduce the reported symptom of does not recognize a closed door. Eval identified multiple invalid clamp messages within the history log, caused by fluid residue interfering with the color sensor. This may have caused the difficulty in the recognition of a loaded set and thus corresponds with the reported symptom. The keyhole assembly was replaced to correct this condition.